Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratches on lcd window, cracked case near display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump even after a battery change. The customer's blood glucose at the time of the call was 303 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer was unaware if the battery compartment and the spring were damaged or corroded. The customer was advised to insert a new aaa alkaline battery as soon as possible. The customer was advised that, if the screen did not return, to revert to a back-up plan per healthcare provider's instructions. The blank display issue persisted even after a replacement battery cap. The customer was advised that the insulin pump would be replaced, and the customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.